Event description:
A philips employee became aware of a journal article (published online 28dec2022): ¿results of excimer laser ablation combined with drug-coated balloon for atherosclerotic obliterans of lower extremity and risk factors for loss of primary patency¿. The study retrospectively aimed to report the clinical outcomes of excimer laser ablation (ela) combining with drug-coated balloon (dcb) for atherosclerotic obliterans (aso) in the lower extremity with a relatively larger sample size and to further explore the potential risk factors for loss of primary patency. A total of 102 patients in 2 centers who underwent ela combined with dcb were enrolled in the study between june 2019 and december 2021. All lesions were treated with spectranetics turbo-elite laser atherectomy catheters. Procedural complications included 8 flow-limiting dissections, 2 patients with residual stenosis >30% that required sent implantation, 6 distal embolizations, 2 perforations, and 13 reinterventions (MDR #3007284006-2026-00335). Three (3) patients experienced post-operative death due to heart failure during hospitalization (MDR #3007284006-2026-00337). Additionally, 4 patients experienced amputation: a 79-year-old male underwent major amputation at 6 months due to unrelieved symptoms (MDR #3007284006-2026-00336), a 79-year-old male underwent major amputation at 6 months due to severe ischemia (MDR #3007284006-2026-00338), a 66-year-old male underwent major amputation at 3 months due to an unhealing ulcer (MDR #3007284006-2026-00339), and a 66-year-old female underwent major amputation at 1 month due to an unhealing ulcer (MDR #3007284006-2026-00340). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 28dec2022 has been used, the date of publication. Jian x et al_2022_results of excimer laser ablation combined with drug-coated balloon for atherosclerotic obliterans of lower extremity and risk factors for loss of primary patency. Ann vasc surg 2023; 91: 223¿232. Https://doi.org/10.1016/j.avsg.2022.11.026. This report captures the amputation that occurred in the 79-year-old male after use of the turbo-elite device. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from china, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, amputation is listed as a potential adverse event with use of turbo-elite devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.